Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed an ?upstream occlusion" alarm. A functional test with an administration set was performed and the reported issue was not duplicated. The upstream sensor functioned was no problem. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: g3: japan, g5 is unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an upstream occlusion alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.